Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore or a wound. There was no alleged device malfunction contributing to the irritation. The patient was advised the equipment could be removed if the equipment was too uncomfortable by the doctor. The patient used the ointment with gauze as directed by the doctor for the irritation. The irritation improved with the use of changing out the gauze regularly. Original note: a us distributor contacted zoll to report that a patient developed a rash under the vibration box. Patient described the rash as red, irritated, with broken skin, some bleeding. There was no alleged device malfunction contributing to the irritation. The patient reported having upcoming doctors appointments, but there is no indication of any medical intervention. The outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the vibration box. Patient described the rash as red, irritated, with broken skin, some bleeding. There was no alleged device malfunction contributing to the irritation. The patient reported having upcoming doctors appointments, but there is no indication of any medical intervention. The outcome of the rash is unknown as follow up attempts were unsuccessful.